Manufacturer narrative:
(B)(4). All pertinent information provided to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's left eye, due to debilitating visual disturbance following cataract surgery. Patient had symptoms of dysphotopsia and photophobia. Vitrectomy was performed. A replacement lens was placed. Replacement lens was model ar40e and diopter 20.0 (sn (B)(4)). Additionally, it was noted that the incision was not enlarged. Also, patient was noted to have recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.

Manufacturer narrative:
The date received by MFR on the initial MDR states 07/23/2104. The correct date is 07/23/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into two (2) parts, most probably related to the explant. Visual inspection revealed residue of viscoelastic (ovd) on the optical zone, and also a few loose particles were noted, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. Returned sample was identified as having the characteristics of an acrylic 1-piece lens. Due to the condition of the returned sample, no further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.